Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated rfa procedure and the ipg was unable to connect to external devices. The ipg was put into surgery mode. Troubleshooting was attempted and the ipg was able to be recovered.